Manufacturer narrative:
The event of tenderness and bump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of skin irritation and pain: "undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) ¿ inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. ¿ indurations or nodules at the injection site.

Event description:
Additional information: patient was injected with juvéderm® voluma¿ with lidocaine. Patient was prescribed prednisone 4 days after the appearance of "inflammation and tenderness." Almost all symptoms have resolved, except for a "minimal tenderness and bump on the right tear trough area."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe edema, swelling and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and inflammation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the cheeks and marionette lines as well as juvederm volbella with lidocaine in the tear trough and lips. About 3 months later, patient had a nonpolar radio frequency treatment with intragen. Three days later, the patient developed "severe edema, swelling and inflammation on fillered areas." Patient has been given treatment for the symptoms.

Manufacturer narrative:
Medwatch sent to FDA on 3/15/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: patient was injected with juvederm voluma with lidocaine. Patient was prescribed prednisone 4 days after the appearance of "inflammation and tenderness." Almost all symptoms have resolved, except for a "minimal tenderness and bump on the right tear trough area."